Event description:
It was reported that during a ventricular ablation, this implantable cardioverter defibrillator (ICD) device that was programmed to pace on the atrial channel only, was observed to be pacing on the ventricular channel. Technical services (ts) was contacted for assistance. Ts reviewed device settings and determined that the energy from the ablation appeared to not be paced on the right atrial (ra) lead but somehow coupled over to the right ventricular (rv) lead where it is captured. Ts discussed possible causes and device programming optimization options were recommended. No additional adverse patient effects were reported. The ICD and ra lead remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise during the use of electrocautery during a ventricular ablation procedure. The ICD had been reprogrammed aai for the surgery, but energy from the ablation was being picked up on the right ventricular (rv) channel. Boston scientific technical services discussed programming options with the field and the ICD remains in service. Additional information provided from the field indicated the patient later passed away on (B)(6) 2025 due to unrelated causes not associated with the ICD. There were no further allegations made in relation to this event, the ICD was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing of noise during the use of electrocautery during a ventricular ablation procedure. The ICD had been reprogrammed aai for the surgery, but energy from the ablation was being picked up on the right ventricular (rv) channel. Boston scientific technical services discussed programming options with the field and the ICD remains in service. Additional information provided from the field indicated the patient later passed away on (B)(6) 2025 due to unrelated causes not associated with the ICD. There were no further allegations made in relation to this event, the ICD was explanted and will be returned for analysis. No adverse patient effects were reported.